Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has high lead impedance. Further information was received from the md indicating that the believed cause of shocking sensations is due to potential lead fracture. The patient was referred to surgeon and was seen by them on (B)(6) 2022. The surgery date is not confirmed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported by the explant facility that the device was not received into pathology. It was concluded that the device was likely discarded. No other relevant information has been received to date.

Event description:
It was reported that patient had full revision surgery. The explanted device has not been received to date. No other relevant information has been received to date.